Event description:
The customer obtained elevated hdl cholesterol results using proficiency fluids and quality control materials. The magnitude and direction of the bias could result in inappropriate physician action. There was no report of pt harm as a result of this event.